Event description:
It was reported the patient was weaned down on the pump¿s baclofen and was put on a ¿fairly high dose¿ of oral baclofen after explant to manage withdrawal symptoms.

Manufacturer narrative:
It was previously reported ¿the patient was weaned down on the pump¿s baclofen and was put on a ¿fairly high dose¿ of oral baclofen after explant to manage with symptoms." This has been corrected with the phrase ¿manage withdrawal symptoms¿. (B)(4).

Event description:
It was reported that the patient had an infection at the pump site and the pump was explanted on (B)(4) 2012. The patient was weaned down on the pump's baclofen and was put on a "fairly high dose" of oral baclofen after explant to manage with symptoms. The reporter stated the patient was recovering and "doing well". The plan was to re-implant the pump after approx. 2 months. The medication in the pump was baclofen. Follow up information was requested however, was unavailable at the time of this report.

Manufacturer narrative:
Product ID, 8709 serial# (B)(4), implanted: 2005 (B)(6). Product type catheter. (B)(4).